Manufacturer narrative:
User facility report: (B)(4) was received 10oct2019. Event date was estimated since it was only provided as (B)(6) 2018. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient presented with chronic pseudomonas driveline infection with several areas of spontaneous rupture along the driveline tract which required prolonged IV treatment. The patient was also treated with diflucan for chronic suppression for a fungal infection of the driveline. A wound culture on (B)(6) 2018 showed rare pseudomonas aeruginosa. The patient could benefit from surgical incision and drainage and extensive debridement. It was reported the original intended procedure was a heartmate 2 to heartmate 2 exchange; however, the patient declined surgical intervention. No further information provided.